Event description:
It was reported that during a da vinci s myomectomy procedure, a broken wire was noted on the maryland bipolar forceps instrument. There were no instrument collisions. The planned procedure was completed successfully. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the customer reported complaint of a broken wire with the following clarification: the drive cable is broken. The conductor wires are intact, but one pitch down cable is broken at the distal clevis hub. The cable segment that contains the crimp is still installed in clevis. The clevis does not exhibit any damage or wear marks. Other cables at the wrist are not damaged. Additional observation not reported by the site is a bent grip. One grip is bent, causing side to side misalignment of the grips. There is a .035 offset at the tips. Bent grip has a slight separation of the yaw pulley and pulley cover at the glue joint, indicating overloading at the tip. Electrical continuity passed. There were 7 uses left. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.